Manufacturer narrative:
Subject device has been received a manufacturing investigation action was conducted/performed. The report indicates that the: manufacturing location: selzach, manufacturing date: 20th august 2013-ncr3235786 was generated in order for to check up the quality of the products. An investigation summary was performed. The investigation of the complaint articles has shown that: the reason was that through out incoming inspection it was detected that those articles do not meet the current valid requirements. The analysis and a special release order was accomplished. As result, all the articles of this special release order were checked with a 100% control. The quality, security and functionality of all those articles is given. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the two screw drivers in question did not hold screws during the surgery. This complaint involves 2 parts. The nurse handed the screw driver holding a screw at its tip. When the surgeon was about to insert the screw, the screw began to lean so he could not use it. He continued the surgery with the second screw driver but he still felt the hold was less than the one he used for the surgery on (B)(6) (which worked well). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient information reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.